Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for acinetobacter baumannii in a patient (gender not reported) coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On (B)(6) 2007, the patient began treatment with dianeal pd2 ambuflex (5l) and dianeal pd2 ultrabag (2l) therapies (frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2010, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. Dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies were withdrawn on an unreported date and the patient was transferred to hemodialysis. It was not reported whether the bacterial peritonitis resolved. Concomitant medications were not reported. The nurse stated that the event of bacterial peritonitis with culture positive for acinetobacter baumannii was not related to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.